Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), uterine perforation ("migration and/or perforation") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle cramps, abdominal bloating, overweight, gallstones, ovarian cyst, hyperthyroidism, herpes nos, cholelithiasis since 19-oct-2010, chills since 21-jun-2013, headache since 21-jun-2013, epigastric pain since 21-jun-2013, penicillin allergy since 21-jun-2013, urinary tract infection since 21-jun-2013, nausea since 5-oct-2013, acute coronary syndrome since 5-oct-2013, appendicitis since 5-oct-2013, bowel obstruction since 5-oct-2013, coronary artery disease since 5-oct-2013, cholelithiasis since 5-oct-2013 and depression since 15-jan-2014. Concomitant products included anovlar (loestrin), metoprolol since 2011, paracetamol (acetaminophen) and triamcinolone (triamcinolon) from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. On an unknown date, 6 months 20 days after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorder"), allergy to metals ("nickel allergy") and weight fluctuation ("weight gain/ loss"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, bladder disorder, urinary tract disorder, allergy to metals and weight fluctuation outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, bladder disorder, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, menstruation irregular, migraine, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: there is a discrepancy in product start date. Initially it was given 03-sep-2009 and in fu it was ??-mar-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in february 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 6-aug-2018: plaintiff fact sheet and mr were received - reporter and patient demographic added. The following events were provided: bladder disorder, urinary disorders, nickel allergy, weight fluctuation.concomitant drugs and other relevant history added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), uterine perforation ("migration and/or perforation") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle cramps, abdominal bloating, overweight, gallstones, ovarian cyst, hyperthyroidism, herpes nos, cholelithiasis since 19-oct-2010, chills since 21-jun-2013, headache since 21-jun-2013, epigastric pain since 21-jun-2013, penicillin allergy since 21-jun-2013, urinary tract infection since 21-jun-2013, nausea since 5-oct-2013, acute coronary syndrome since 5-oct-2013, appendicitis since 5-oct-2013, bowel obstruction since 5-oct-2013, coronary artery disease since 5-oct-2013, cholelithiasis since 5-oct-2013 and depression since 15-jan-2014. Concomitant products included anovlar (loestrin), metoprolol since 2011, paracetamol (acetaminophen) and triamcinolone (triamcinolon) from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. In 2010, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). On an unknown date, 6 months 20 days after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), migraine ("migraines"), headache ("headaches"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorder"), allergy to metals ("nickel allergy"), weight fluctuation ("weight gain/ loss"), depression ("depression") and anxiety ("mental anguish"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, bladder disorder, urinary tract disorder, allergy to metals, weight fluctuation, depression and anxiety outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, cystitis, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, menstruation irregular, migraine, rash, urinary tract disorder, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: there is a discrepancy in product start date. Initially it was given 03-sep-2009 and in fu it was ??-mar-2010. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 29.1 kg/sqm. Hysterosalpingogram - in february 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 28-aug-2018: pfs received: new events depression and mental anguish were added. Incident no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), uterine perforation ("migration and/or perforation") and genital haemorrhage ("abnormal bleeding") in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included muscle cramps and abdominal bloating. Concomitant products included anovlar (loestrin) and paracetamol (acetaminophen). On (B)(6) 2009, the patient had essure inserted. On an unknown date, 6 months 20 days after insertion of essure, the patient experienced device breakage (seriousness criterion medically significant) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines") and headache ("headaches"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, migraine and headache outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, menstruation irregular, migraine, rash, uterine perforation, vaginal discharge and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: in (B)(6) 2011: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 17-may-2018: plaintiff fact sheet was received - reporter and patient demographic added. The following events were provided: vaginal haemorrhage, menorrhagia, migraines, headaches. Incident: no lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ('device breakage'), fallopian tube perforation ('fallopian tube rupture'), uterine perforation ('migration and/or perforation') and genital haemorrhage ('abnormal bleeding') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included gallstones, breast pain and uterine enlargement. Transabdominal images on (B)(6) 2008: single live intrauterine pregnancy with estimated age of 13-14 weeks. Concurrent conditions included depression since (B)(6) 2014, nausea since (B)(6) 2013, acute coronary syndrome since (B)(6) 2013, appendicitis since (B)(6) 2013, bowel obstruction since(B)(6) 2013, coronary artery disease since (B)(6) 2013, cholelithiasis since (B)(6) 2013, chills since (B)(6) 2013, headache since (B)(6) 2013, epigastric pain since (B)(6) 2013, penicillin allergy since (B)(6) 2013, urinary tract infection since (B)(6) 2013, cholelithiasis since (B)(6) 2010, muscle cramps, abdominal bloating, overweight, gallstones, ovarian cyst, hyperthyroidism and herpes nos. Concomitant products included ethinylestradiol;norethisterone acetate (loestrin), metoprolol since 2011, nsaids since 2009, paracetamol (acetaminophen) since 2009 and triamcinolone (triamcinolon) from 2013 to 2014. On (B)(6) 2009, the patient had essure inserted. On (B)(6) 2009, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)"), migraine ("migraines"), headache ("headaches"), depression ("depression") and anxiety ("mental anguish"), 29 days after insertion of essure. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis"), cystitis ("cystitis"), bladder disorder ("bladder disorder"), urinary tract disorder ("urinary disorder"), allergy to metals ("nickel allergy"), weight fluctuation ("weight gain/ loss") and urinary tract infection ("uti"). Essure treatment was not changed. At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the menstrual disorder, vaginal haemorrhage, menorrhagia, migraine, headache, bladder disorder, urinary tract disorder, allergy to metals, weight fluctuation, depression, anxiety and urinary tract infection outcome was unknown. The reporter considered abdominal distension, allergy to metals, alopecia, amnesia, anxiety, bladder disorder, cystitis, dental caries, depression, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, infection, menorrhagia, menstrual disorder, menstruation irregular, migraine, rash, urinary tract disorder, urinary tract infection, uterine perforation, vaginal discharge, vaginal haemorrhage and weight fluctuation to be related to essure. The reporter commented: there is a discrepancy in product start date. Initially it was given (B)(6) 2009 and in fu it was ?? (B)(6) 2010. Plantiff is planning for removal of essure. Current weight: 190 lbs stated she is interested in essure removal. The procedure was a(n) l/s cystecomty, possible salpingoophorectomy, d&c performed 4 weeks ago. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.4 kg/sqm. Hysterosalpingogram - on (B)(6) 2010: bilateral essure device in the fallopian tubes . There is complete occlusion of the fallopian tube; in (B)(6) 2011: results: total bilateral occlusion. Pregnancy test - on (B)(6) 2014: negative result. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: pelvic pain, abdominal bloating, menorrhagia. Most recent follow-up information incorporated above includes: on 3-dec-2019: pfs received. Event: uti was added. Incident no lot number or device sample was received in this case. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device breakage ("device breakage"), fallopian tube perforation ("fallopian tube rupture"), uterine perforation ("migration and/or perforation") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced device breakage (seriousness criterion medically significant) with abdominal pain, fallopian tube perforation (seriousness criterion medically significant), uterine perforation (seriousness criterion medically significant) with pelvic pain and abdominal pain lower, genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("debilitating menstrual pain"), menstruation irregular ("irregular menstrual cycles"), menstrual disorder ("persistent menstruation issues"), dyspareunia ("dyspareunia"), vaginal discharge ("discharge"), infection ("infections"), hypersensitivity ("allergic and/or hypersensitivity reactions"), amnesia ("prolonged, memory loss"), rash ("rashes"), alopecia ("hair loss"), dysgeusia ("metallic taste in mouth"), dental caries ("tooth decay"), fatigue ("fatigue"), abdominal distension ("abdominal bloating"), endometriosis ("endometriosis") and cystitis ("cystitis"). At the time of the report, the device breakage, fallopian tube perforation, uterine perforation, genital haemorrhage, dysmenorrhoea, menstruation irregular, dyspareunia, vaginal discharge, infection, hypersensitivity, amnesia, rash, alopecia, dysgeusia, dental caries, fatigue, abdominal distension, endometriosis and cystitis had not resolved and the menstrual disorder outcome was unknown. The reporter considered abdominal distension, alopecia, amnesia, cystitis, dental caries, device breakage, dysgeusia, dysmenorrhoea, dyspareunia, endometriosis, fallopian tube perforation, fatigue, genital haemorrhage, hypersensitivity, infection, menstrual disorder, menstruation irregular, rash, uterine perforation and vaginal discharge to be related to essure. Most recent follow-up information incorporated above includes: on 15-nov-2017: summons received: new reporters were added and an also new event was added. Incident. No lot number or sample available for investigation. There is no evidence that a device related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.